Manufacturer narrative:
Conclusion: the device instructions for use warn "the tvt procedure should be performed with care to avoid large vessels, nerves, bladder and bowel. Attention to local anatomy and proper passage of needles will minimize risks. In addition, a review of the batch mfg records was conducted and the batch met all finished good release criteria.

Event description:
It was reported that a pt underwent a sling procedure in 2009. Intra-operatively, a cystoscopic exam revealed a small urethrotomy. The surgeon indicated that the laceration was caused by the trocar. The defect was repaired with sutures. The pt was admitted overnight for observation, and she was discharged to home the next day with a urinary catheter in place.